Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power extension cable had frayed wires. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed no discrepancies or discernible damage. No visible damage was observed on any returned cables and cords associated with power connections. The connections for all returned cables and cords associated with supplying power to the unit were inspected and determined to be secure with no unusual looseness detected. Unit was powered on successfully multiple times without any issues. Unit powered on immediately when the power button was pressed. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Unit went through diagnostic testing without any power malfunctions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Investigation results for reported issue involving a loose and fraying power cord concluded to be no issue found.